Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have experienced difficulty in using the laser flex trach tubes while intubating a patient. During a procedure, a patient's tooth was chipped from a video laryngoscope (glidescope) while trying to intubate the patient with a laser flex trach tube.